Manufacturer narrative:
Correction: b1 - product problem should not have been selected and adverse event should have been selected.

Manufacturer narrative:
Correction: previously reported h2 should have been correction instead of blank.

Event description:
It was reported the patient's pacemaker was explanted prophylactically due to being under advisory. The patient had a new pacemaker implanted. The patient was reported to be recovering.